Event description:
Cardiologist was deploying proglide to the right groin when it would not release. Surgeon was called in to assist. The proglide device was then deployed and removed. Event description: sutures deployed without any problem. When attempting to remove device, it had resistance and over a dozen attempts to reset failed, and the device would not come out enough to re-wire. Manual pressure was applied to site throughout. Vascular surgeon scrubbed in and device was finally removed, and sutures secured as successful deployment. Vascular surgeon stated that if he had to pull on device any harder, he'd have to take the patient to surgery. Cardiac cath procedural notes: the patient tolerated the procedure well. There were no complications. Prior to leaving the catheterization lab, the arterial sheath was removed, and hemostasis attempted with the proglide technique. The device failed and under fluoroscopy, the shaft of the device appeared to be separated by at least 1-2 cm from polymer distal end of the device. Multiple attempts were made to actually withdraw the device, but these were unsuccessful. We consulted both abbott representatives, who had no suggestions regarding any type of a solution to this problem. We, therefore, consulted vascular surgery (who) discussed the case with us. In all likelihood, the patient will require minor surgery to remove the proglide device and thus the venous sheath was secured in place, and we held pressure until vascular surgery arrived at which time the patient went to the operating room. Vascular surgery note: I scrubbed in and evaluated the perclose device, both bimanual pole as well as fluoroscopy. There was some tension on attempting to remove the device. On examination with a magnified view under fluoroscopically, I did not see a foot plate or anything hindering removal of the device, there did appear to be a disjunction of the catheter with the device itself. Using gentle traction, I withdrew the catheter. The patient did have some discomfort and we gave her some fentanyl. I pulled slightly harder and as I was withdrawing the catheter externally, I could visualize the catheter withdrawing internally and there was no significant extension of disjunction that was visualized on fluoroscopy. I continued with traction, slightly significant in nature. Eased out the catheter. The tension relieved, and I easily removed the catheter with removal of the entire catheter without fracture. No obvious foreign body remaining in the artery. There continued to be palpable femoral pulses and pulsatile bleeding from the exit site. Fortunately, the perclose suture was still intact, and while pressure was being held, I sutured down the perclose device without difficulty and the wound was hemostatic with a good femoral pulse at that level. I subsequently unscrubbed and examined the patient's dp (dorsalis pedis artery pulse) and she continued to have a palpable right dp. With this in mind, I believe the device was completely removed, I am unclear of the etiology of the device malfunction, which made it difficult to remove. Regardless, the entirety of the device was removed, and the patient had an unchanged pulse exam and I believe the patient will be safe for discharge after the typical observation period in the cath lab.